Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8061 for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a nitroglycerin set leaked between the drip chamber and the tubing. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.